Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six months post initial left side tsa, the 68 y/o female patient had a revision due to primary glenoid failure and patient was converted to a reverse tsa. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays. The device is not available for evaluation. No other patient information/medical history reported.

Manufacturer narrative:
H3: the reason for the revision reported is unclear, but the reported glenoid failure may have been referring to loosening of the glenoid component or detachment of the center cage/pegs. The cause of the failure could not be determined from the images provided.